Manufacturer narrative:
Corrected data: d6b - date of explant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that when the patient was taken back to or the reported lead was explanted and replaced to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3086 , UDI:(B)(4), serial: (B)(6), batch: a000158189.

Event description:
It was reported that trial patient did not experience adequate coverage during post op programming on (B)(6) 2024. Patient only got unilateral coverage. As such, the patient was taken back to or and an additional lead was implanted to address the issue. Reportedly, adequate coverage was received. Investigation was unable to determine which of the leads attributed to the issue.